Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damage to the conductor wire¿s insulation. The wires were found exposed.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had surface damage. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer reported that they had no record of the surface damage since the instrument was already sent back for evaluation.